Event description:
Consumer alleges they cut their right heel on the chair while getting dressed.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Manufacturer narrative:
The provider evaluated the unit: the consumer is good to go now and is happy. Provider covered the sharp parts with a panel that the consumer was worried about and there is currently no problems with the arms.

Event description:
Consumer alleges they cut their right heel on the chair while getting dressed.